Event description:
Customer states: "pt underwent a cryoablation therapy for prostate cancer in 2006, at hospital. The surgery was performed by dr. During that procedure, dr. Inserted a suprapubic catheter using a cook urological cystostomy catheter set. After using the stylet to puncture the bladder, the access sheath was left in place to facilitate insertion of the catheter. The access sheath, lacking any kind of flange, then, without the doctor's knowledge, slipped further into the bladder where it became lodged. The retained access sheath was discovered approx. Six months later, at which point it was surgically removed at medical center. Dr. Performed the surgery to remove the access sheath six months later..

Manufacturer narrative:
A proper evaluation cannot be performed at this time due to the product not being returned for evaluation. Cui personnel are currently making arrangements to visit the facility to view the product. As per the info for use booklet on the backside of the package, the directions state to remove and discard the sheath following the placement of the silicone catheter. Following evaluation of the product, a supplemen report will be sent.